Event description:
Pt's roommate reported her cadd legacy pump alarming for high pressure, checked for kinks in tubing, none present, then pump would run, then stop again for high pressure. Again no kinks. Replaced pump with backup pump. No interruption in veletri infusion. No adverse event as result of pump malfunction. Sn (B)(4) due 03/11/2020. Courier shipped replacement pump with return box for malfunctioning pump. No further info. As stated, no adverse event, courier shipped pump replacement and return box sent to bad pump. Reported to (B)(6) by pt/caregiver.